Event description:
It was reported that the right atrium (ra) lead dislodged for the second time requiring intervention. Therefore, the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was a damaged guidetooth. Visual analysis noted apparent explant damage.